Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The laboratory report has been provided. Within the report it is stated that the water sample was taken from the device on 11 june 2019. The laboratory results available on (B)(6) 2019 revealed that the unit was positive to m.chimaera. Within this time range the device was used outside the operating theatre. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received report that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.

Event description:
See initial report.

Manufacturer narrative:
Through follow up communication livanova deutschland learned that the unit is cleaned regularly per the instructions for use in a purpose-built cleaning room. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.